Manufacturer narrative:
Quest recieved the suspect device on 3/25/2022. The sample was investigated and the leaking was confirmed. The root cause was inferred to be due to insufficient solvent bonding between the bushing and the tubing. Quest will continue to monitor complaint trends. Quest has concluded its investigation.

Event description:
A report was received by quest medical from cox health stating that, during a procedure, the mps 3 nd kit was allegedly leaking. It was further stated that the leak was allegedly coming from the pump cassette.